Manufacturer narrative:
Investigation summary. With all the available information, boston scientific is unable to confirm cause of the reported clinical observation of stuck guidewire. During product analysis, the device passed all test performed, showing no evidence of the reported failure. Device history record (DHR) review. It was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Risk review: a risk review performed for the farawave device confirmed that the event of guidewire stuck is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of no problem detected and supporting evidence that came to this conclusion. Based on the available information, boston scientifics investigation findings were unable to establish a clear conclusion about the cause of the reported event. The allegation was unable to be confirmed, and no evidence or abnormalities were observed during the analysis. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the instructions for use (IFU) was not followed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during the farawave procedure for paroxysmal atrial fibrillation, the farawave was opened and prepped on back table with no issue. Farawave inserted into 13f non boston scientific sheath, the rosen wire was difficult to advance out past the tip of the device (catheter was still in sheath, attempting to lead with wire). The farawave was removed and new rosen wire was used. The guidewire was pulled within the farawave before removing the catheter and guidewire from the body. Checked for occlusion by manually flushing guidewire lumen with syringe; with no occlusion noted, or other malfunctions noted. The catheter was re-inserted along with a new wire, guided up to left atrium la. Ablations started at left superior pulmonary vein lspv in basket with no issue. The physician deployed into flower and tried to advance wire further into vein, noticed significant resistance when either advancing or retracting wire. Some force was needed to retract the wire. There was no tissue seen at the tip of the catheter or guidewire. A new catheter was used to complete the procedure. No patient complications occurred.

Event description:
It was reported that during the farawave procedure for paroxysmal atrial fibrillation, the farawave was opened and prepped on back table with no issue. Farawave inserted into 13f non-boston scientific sheath, the rosen wire was difficult to advance out past the tip of the device (catheter was still in sheath, attempting to lead with wire). The farawave was removed and new rosen wire was used. The guidewire was pulled within the farawave before removing the catheter and guidewire from the body. Checked for occlusion by manually flushing guidewire lumen with syringe; with no occlusion noted, or other malfunctions noted. The catheter was re-inserted along with a new wire, guided up to left atrium la. Ablations started at left superior pulmonary vein lspv in basket with no issue. The physician deployed into flower and tried to advance wire further into vein, noticed significant resistance when either advancing or retracting wire. Some force was needd to retact the wire. There was no tissue seen at the tip of the catheter or guidewire. A new catheter was used to complete the procedure. No patient complications occurred.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.